Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined.(B)(4) .

Manufacturer narrative:
Device brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted an aq2010v +14.00 diopter three piece silicone lens. Two lenses were used during this procedure. This incident is for the primary lens. The lens was torn in half during insertion. Possibly other half the lens is in the cartridge. Lens was removed and a backup lens was implanted. The backup lens was damaged during insertion and removed. No lens was implanted at this time. There was no patient complications. No patient injury. See MFR. #2023826-2016-00427 for the backup lens.